Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device will not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll evaluated by an approved service provider for evaluation. The customer's report was duplicated and attributed to a defective cpu/uim board. The device was recertified for clinical use. The central processing unit (cpu)/ user interface module (uim) board was returned to zoll medical corporation for further evaluation and found the integrated circuit to be defective. The board was scrapped. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference sections d1 updated, d4 catalog # removed, d4 primary UDI # justification: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Device evaluation: the device was returned to an approved zoll medical service provider; the customer's report was duplicated and attributed to the central processing unit (cpu) board. A replacement cpu kit was sent to the customer. Analysis for reports of this type has not identified an increase in trend.